Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 409 mg/dl. The customer stated that food choice was the cause of the high bg and declined tandem technical support's offer to troubleshoot. No additional information was provided.